Manufacturer narrative:
This report will be updated when our investigation is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system experienced an infection. A revision was performed and the crt-d and left ventricular (lv) lead were explanted. The right ventricular (rv) and right atrial (ra) leads were abandoned. A temporary pacemaker was inserted pending resolution of the infection. No additional adverse patient effects were reported. The explanted products were discarded by the hospital. Additional information was received indicating the patient passed away three days later. An official cause of death was not reported, but the local sales representative indicated the patient died due to the infection.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was discarded by the hospital; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system experienced an infection. A revision was performed and the crt-d and left ventricular (lv) lead were explanted. The right ventricular (rv) and right atrial (ra) leads were abandoned. A temporary pacemaker was inserted pending resolution of the infection. No additional adverse patient effects were reported. The explanted products were discarded by the hospital. Additional information was received indicating the patient passed away three days later. An official cause of death was not reported, but the local sales representative indicated the patient died due to the infection.